Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a non-tortuous and non-calcified de novo lesion in the mid left main artery. The proximal shaft of an unknown nc trek balloon dilatation catheter (bdc) separated into two pieces while inside the guiding catheter. Resistance with the guiding catheter was felt during removal. The procedure was successfully completed with balloon angioplasty. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.